Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic laparoscopic treatment of an incisional hernia. It was reported that after implant, the patient experienced mesh failure, incarcerated bowel, recurrence of hernia, bowel obstruction, adhesions, mesh regressed and transplanted kidney adherent to abdominal wall mesh. Post-operative patient treatment included revision surgery.